Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The aunt of the patient reported that the patient was hospitalized twice for high blood glucose in 2006. She stated that the patient's infusion device began alarming 04 (occlusion) after it was dropped in august 2006 and the patient was not able to clear the error. The patient then stopped wearing the infusion device and began using injection therapy. She was then hospitalized for high blood glucose while on injection therapy. The aunt was not able to provide specific dates or product information. She stated the patient was hospitalized for "a little over a week, almost 2 weeks both times." She stated that the patient "felt sick" and "weak" and the doctor sent the patient to the hospital. The patient's blood glucose measured 800 mg/dl at the hospital and she was given an insulin i.v. The aunt reported that the patient is still on injection therapy and she has been discharged from the hospital. Her blood glucose had returned to normal at the time of the report. Several attempts were made to contact the patient to troubleshoot and to gather more information. The attempts were unsuccessful. No product will be returned for evaluation.